Manufacturer narrative:
An event of syncope/fainting, dyspnea, aortic valve stenosis, and patient-device incompatibility (pannus) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that a mechanical heart valve was implanted to treat aortic valve regurgitation. Several years later, it was reported that the patient presented with syncope and shortness of breath. A higher gradient was observed on fluoroscopy with possible pannus formation. The patient's comorbidities and pre-existing medical conditions is aortic valve replacement (avr). Based on the available information, root causes for the patient-device incompatibility (development pannus) and aortic valve stenosis could not be conclusively determined. The reported fainting and dyspnea are patient symptoms of aortic valve replacement. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Medwatch mw5153531 called st. Jude/ abbott labs to obtain information on my heart valve. A lifesaving heart device that I believe is required to be tracked as such device, as a life necessary heart valve and they have no records being maintained for same we are told. I need a new valve and the records and such would be significant information as you can imagine. It was reported that on (B)(6) 2024, a 19mm mechanical heart valve was implanted to treat aortic valve regurgitation. On 10 april 2024, it was reported that the patient presented with syncope and shortness of breath. A higher gradient was observed on fluoroscopy with possible pannus formation. No intervention is currently scheduled. Patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.